Event description:
A patient was intubated with 7.5 sheridan endotracheal tube (ett). The cuff failed to hold insufflated air after intubation despite a pre-use integrity test conducted using a syringeful of air. The incompetent tube was removed and a second 7.5 ett placed, but the cuff still failed to remain inflated. Therefore, the patient was unable to receive full ventilator breath/oxygen. Third tube was placed. Of note, 8.0 ett placement had same issue, same manufacturer.======================manufacturer response for sheridan ett tube (per site reporter).======================the anesthesia sales specialist spoke with the nurse-manager in medical intensive care unit (micu). She did not have a sample of the tube or a lot number. There were several lot numbers of this product line on shelf so it was hard to determine which lot number had the issue.